Event description:
The fse reported the system displayed a control panel error message. This error is generated when the system cannot communicate with the c-am control panels thereby resulting in a system shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. An adjustment was made to the power supply. The system was then tested and found to be operating as intended.